Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The swollen battery was identified during the visual inspection. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.